Manufacturer narrative:
Analysis was normal;. No anomalies were found.

Event description:
It was reported that the patient had high defibrillation thresholds and several shocks were unsuccessful. The physician determined that the patient needed to be upgraded. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.